Event description:
While the physician was firing the laser for the procedure, the laser fiber broke approximately 3 feet distal to the insertion site of the laser. Laser placed in stand-by. A new laser was used without further incident.